Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Unknown when patient became infected with (B)(6). (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4) infection with seepage, oral antibiotics, surgical incision and drainage, and IV antibiotics at the wound site. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a left elbow open reduction internal fixation(orif) on (B)(6) 2015. The elbow subsequently became infected with (B)(6). Oral antibiotics were started on (B)(6) 2015. An irrigation and drainage (I&d) was performed on (B)(6) 2015. The patient began receiving intravenous(IV) vancomycin on (B)(6) 2016. This treatment is ongoing. This report is 6 of 9 for (B)(4).